Event description:
Additional information received reports that patient underwent surgical intervention in which ipg was explanted and replaced.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. It was noted the device was placed into surgery mode. Troubleshooting was unable to resolve the issue. Next course of action is undetermined at this time.